Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for supraventricular tachycardia (svt). The physician decided not to act due to the high out of range shock impedance on the right ventricular (rv) channel. Technical services (ts) performed a data analysis and provided the impedance value. It was stated that the patient refused any lead revision. Ts provided potential risks of high out of range shock impedance. The device remains in use. No additional adverse patient effects were reported. Subsequently, the device was explanted and replaced due to normal battery depletion. No adverse patient effects were reported. This device was returned for analysis. Additional information received indicates that this device triggered a code 1005, indicating an open circuit condition during shock delivery. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for supraventricular tachycardia (svt). The physician decided not to act due to the high out of range shock impedance on the right ventricular (rv) channel. Technical services (ts) performed a data analysis and provided the impedance value. It was stated that the patient refused any lead revision. Ts provided potential risks of high out of range shock impedance. The device remains in use. No additional adverse patient effects were reported. Subsequently, the device was explanted and replaced due to normal battery depletion. No adverse patient effects were reported. This device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for supraventricular tachycardia (svt). The physician decided not to act due to the high out of range shock impedance on the right ventricular (rv) channel. Technical services (ts) performed a data analysis and provided the impedance value. It was stated that the patient refused any lead revision. Ts provided potential risks of high out of range shock impedance. The device remains in use. No additional adverse patient effects were reported.